Event description:
It was reported that during a routine follow-up, large variations in battery readings were observed. No device setting changes were made. Patient will continue to be monitored normally.